Event description:
The device was used for percutaneous transhepatic gallbladder drainage. When the physician attempted to insert the mandril wire guide into the biliary duct, the wire guide tip separated at the point about 7 cm from the distal tip. The separated wire guide tip went into the gallbladder and remained there. (B)(4) 2012 update: the situation when the event occurred; after having inserted pmg and the 3 dilator set (catheter, stylet and cannula) into the gallbladder, the physician attempted to retrieve the innermost dilator/cannula. And then the wire guide got cut off. The physician felt the wire snapping at that time. The dilator was retrieved on the condition that the wire guide's connection part of the platinum and the stainless was separated. When the physician was withdrawing the dilator from the gallbladder wall, it got stuck a little and the resistance was encountered. Approximately 7 cm point from the distal tip of the wire guide got separated and remained in the gallbladder. It was replaced with another of the same device and the procedure was completed. After performance, the condition of the pt got bad and intubation was performed. The physician wants to retrieve the remained wire guide not by surgical operation but by less invasive procedure (percutaneously) when the pt gets better. (B)(4) 2012: as there seems to be no problem to the pt, the physician decided not to retrieve the remained wire guide for the moment.

Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4) - device portion left in pt is not labeled. (B)(4) - separation is labeled. Event evaluation: one device was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case, the films show the distal end of the wire caught in some portion of the pt's anatomy. As the catheter is removed, the distal end of the wire remains fixed in place while a section several centimeters from the distal end becomes severely kinked. The wire separation can be seen in the film. An examination of the returned wire shows the whole of the coil wire has separated from the device. Pt anatomy is the most likely root cause for this event. We will continue to monitor for similar complaints. A quality engineering risk assessment has been performed and no action is required at this time due to insufficient risk.